Manufacturer narrative:
The pump has not been returned to animas for evaluation. No conclusions can be made at this time.

Manufacturer narrative:
The pump was returned to animas and evaluated on (B)(6) 2011. All keypad buttons were intermittently activating pump functions when pressed. Adhesive was found under button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump was unresponsive to button presses. The patient did not allege any harm or injury because of the reported issue.